Event description:
It was reported that the unit does not circulate water. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Evaluation codes: updated. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. Based on a review of service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.